Event description:
It was reported that the lead was repositioned due to low r-waves, low impedance, no capture and dislodgment. One week post reposition, the patient came to ER with fever and chills. Fever continued after treatment with antibiotics. R-waves and impedance again showed a decrease and capture threshold had increased. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): review of quality records.